Manufacturer narrative:
Examination of the returned device found the "o" ring missing. The "o" ring component was not returned. The investigation could not draw any conclusions about the reported component deteriorization without the component to evaluate. Device wear though normal use and servicing is a likely contributing factor based on the age and condition of the device. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The bushing from the 53 broach deteriorated, but is not lost.